Event description:
On 2/24: customer reports the system would not recognize tube arm to be in the parked position, therefore, not allowing fluoro capabilities. No reported injury.

Manufacturer narrative:
Tech support received a call from biomed. Biomed thinks the problem may be a park arm key closed at power up but is not sure. Biomed rebooted room and all functions are normal. No further issues.